Manufacturer narrative:
(B)(4). Batch # r58k82. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please follow-up with the appropriate personnel to determine answers to the following questions; was there a bowel injury? If yes, can you please provide further detail of the injury. How was the injury repaired? How long was the surgical procedure extended by (minutes/hours)? Was there any change in the post-operative care of the patient? If yes, please provide further detail. What is the current patient status?

Event description:
It was reported that during an unknown procedure the doctor had a stapler lock up during mid cut. The blade was sticking out when removed from the bowel. It was not reported how the procedure was completed. There was an unknown amount of delayed surgery time and a potential bowel injury. This is all the details known/available regarding this event.